Manufacturer narrative:
Device codes: 2017 labeled. Internal file number: (B)(4). Device code 2017 - incorrect prep. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters, nc trek rx, global, instruction for use (IFU), states: in step three to remove the protective sheath off the balloon before completing step four and five, which states prepare an inflation device with the recommended contrast medium according to the manufactures instructions and evacuate air from the balloon segment. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the 2.75x8mm nc trek rx balloon dilatation catheter (bdc) was prepped in the sterile hoop. The bdc was reportedly separated while in the dispenser hoop. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while removing the 2.75 x 8 mm nc trek rx balloon dilatation catheter (bdc) from the hoop, a separation was noted in the middle of the shaft. No resistance was noted during the removal of the bdc from the hoop. The device was not used and there was no patient involvement. A new same size nc trek rx bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.